Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient complained the leakage during infusion on (B)(6) 2019. Therefore, the catheter was flushed and the leakage was confirmed. The catheter was removed two days after the leakage. The catheter was placed via the right upper arm on (B)(6) 2019. There was no reported patient injury.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and determined to be related to use of the device. One 4 fr s/l powerpicc was returned for investigation. The catheter exhibited evidence of use. A non-vad injection cap was attached to the connector. Residue from a dressing was visible on the extension leg and catheter tubing between the molded wing and 9cm depth mark. A semi-circumferential split was observed in the s/l catheter tubing between the 1 and 2 cm depth marks. Longitudinal splits were observed at each terminus of the circumferential split. A microscopic examination of the split revealed rough and granular edges and adjoining surfaces. A tactual investigation revealed that the tubing had the tendency to kink across the split that was found in the tubing. The split and kinking of the catheter indicates that the tubing was placed in a location that was susceptible to bending. The repeated kinking of the catheter most likely stressed the tubing to the point where the catheter material began to split. The product IFU indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient complained the leakage during infusion on march 1, 2019. Therefore, the catheter was flushed and the leakage was confirmed. The catheter was removed two days after the leakage. The catheter was placed via the right upper arm on (B)(6) 2019. There was no reported patient injury.